Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
A healthcare professional reported that a patient was injected with juvéderm® volite¿ under the eye area. The condition was stable and normal until the patient experienced significant emotional crying, then swelling started to appear. The swelling progressed into marked soft edema/fluid-like swelling under the eye area. There was no pain, visual disturbances, and no other alarming symptoms were reported. The patient was treated with a small amount of hyaluronidase, and the swelling initially improved while the patient was still in the clinic, however the swelling returned and became more pronounced.

Event description:
Additional details received noting injection volume was 1ml. It was noted a day after the hyaluronidase that patient received an intramusclar antihistamine. Event was initially resolving, but patient reportedly developed a recurrence of swelling in the under eye area. An ultrasound was performed, confirming filler remained in the correct position. The local temperature of the patient was elevated to 38.5°c at the filler site, compared with 37.0°c in the surrounding facial tissue. Patient was prescribed 20mg prednisolone twice daily for a week.

Manufacturer narrative:
Additional, corrected, and/or changed data: a4, b5, e1, h6, and h8.clarification to e.1 phone number: (B)(6).